Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown , batch no.: unknown . It was reported by the distributor that the patient experienced an allergic reaction after arm was cleaned with chloraprep. Allergic reaction was noticed after arm cleaned with chloroprep.